Event description:
After placement of 4% tetracaine and afrin coated pledgets into nasal cavity, patient developed severe headache, nausea, and vomiting. Patient with persistent nasal inflammation and congestion for weeks following procedure which was not expected. Received notification of product recall after events.